Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd nexiva¿ closed IV catheter system there was an issue with 2 peripheral ivs that came apart during use at the catheter hub.

Manufacturer narrative:
H.6. Investigation summary: DHR- the lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans qn (B)(4) (kinked tubing) and qn (B)(4) (missing print-pkg) were initiated during production. Received a 20ga nexiva catheter-adapter extension set along with a piece of top web (packaging) from lot number 8235504. The remainder of the unit (needle assembly) was not returned for evaluation. The extension tubing was disconnected from the port of the winged adapter. Traces of adhesive residue were present on the outer rim of the wing adapter port. No traces of adhesive were observed on the extension tubing. Conclusion(s): the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with peripheral IV that came apart during use at the catheter hub.

Manufacturer narrative:
The following fields have been updated due to additional information: describe event or problem: it was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with peripheral IV that came apart during use at the catheter hub. Brand name: bd nexiva¿ closed IV catheter system with dual port. Medical device manufacturer: becton dickinson infusion therapy systems inc. Medical device catalog#: 383536. Medical device lot #: 8235504. Medical device expiration date: 7/31/2021. Unique identifier (UDI) #: (B)(4). Device available for eval?: yes. Returned to manufacturer on: 01/10/2019. Manufacturing location: becton dickinson infusion therapy systems inc. PMA / 510(k) #: k161777. Device return to manuf.?: yes. Device manufacture date: 8/23/2018.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with peripheral IV that came apart during use at the catheter hub.